Event description:
The original complaint stated that the vessel dilator would not flush on the four sheaths involved in the event. After receiving analysis reports for these four products this event is being reported since a yellow material was found after being pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be manufacturing related. The products were not used in the patient.

Manufacturer narrative:
The original complaint stated that the vessel dilator would not flush on the four sheaths involved in the event. There was no reported patient injury, the products were not used in the patient. No additional patient, lesion/vessel or procedural information is available. After receiving the analysis reports for these four products this event will be reported. A yellow material was pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be manufacturing related. A non-sterile vessel dilator was received inside of a plastic bag and no visual anomalies were observed. A guide wire was introduced through the received vessel dilator. The guide wire was advanced without resistance until it reached the distal end of the vessel dilator, where a resistance was felt, but the guide wire could still advance and went out of the vessel dilator with a yellow material attached. Manufacturing records were reviewed and no anomalies were found. Yellow material sample was sent to infrared analysis, which results revealed the samples. Therefore, this failure could be considered as manufacturing related issue. This is the third of four products involved with this event, which is associated with mfg. Report # 9616099-2005-01539 and # 9616099-2005-01540 and 9616099-2005-01541.